Event description:
Customer indicated that results in mmol/l instead of mg/dl without her knowing it. Meter was reading 8.5 mmol/l as 85 mg/dl. Customer would not allow us to teach her to set the meter to mg/dl. She insisted on a new meter, and a replacement was provided.